Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, h6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that eol - error 302 occurred. Unknown if any environmental/external/patient factors lead to this issue. Reported high impedances on the lead. The issue has not resolved, no patient harm reported. Additional information was received. A date has not been set for the ins explant/replacement. Impedance measurements have been taken, but not yet communicated yet. The programming was based on constant voltage system with higher amplitudes which was the cause of the high impedances. Battery depletion was considered normal by the customer, a longevity calculation was not performed at implant and patient reprogramming was not done since implant. Information confirmed with physician/account. Additional information was received from the manufacturer representative (rep) reporting that the impedances for electrodes 3, 10, 14, and 15 were 40,000 ohms.

Event description:
Additional information was received from the rep reporting that there were two leads associated with the high impedances. The action taken to resolve the high impedances was programming around the high impedance contacts. The lead remains in place. Cause of the high impedances was unknown.

Manufacturer narrative:
Continuation of d10: product ID 977a290 lot# unknown, product type: lead. Product ID 977a290 lot# unk nown product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.